Event description:
Aortic aneurysm rupture: (B)(6) 2016. Tevar was performed for a thoracic aortic aneurysm. Two stent-grafts were implanted from zone1: relay plus 36-32-145 in the proximal, zenith tx2 taa, cook medical, in the distal. (B)(6) 2018. Another tevar was performed due to migration of the relay plus. Two endovascular grafts were implanted: zenith alpha, cook medical, zta-p-36-161-w1 was placed proximally to overlap the relay plus. (Henceforth zenith alpha-p. This product is considered defective.) Zenith alpha, cook medical, zta-p-30-155-w1 was placed in the distal (B)(6) 2022. A rupture of the aneurysm occurred at the site where the relay plus and the zenith alpha-p were implanted. It was presumed that the zenith alpha-p, which was facing the anterior wall (left side), became displaced together with the relay plus and resulted in the aneurysm rupture. Since there was no time to do open heart surgery, it was decided to perform another tevar using zenith alpha, zta-p-34-209-w1, from zone 0 and to implant a competitor's stent graft using chimney technique. However, the aneurysm ruptured again before those stent-grafts were inserted. While giving cardiac massage, the procedure was expedited and two stent-grafts were successfully placed. However, blood pressure did not recover and the patient died. Cook medical has contacted us and provided us with the information. The details will be confirmed with the hospital at a later date. Operation type: tevar ((B)(4)). Patient outcome - "the patient died."

Event description:
Aortic aneurysm rupture: (B)(6) 2016. Tevar was performed for a thoracic aortic aneurysm. Two stent-grafts were implanted from zone1: relay plus 36-32-145 in the proximal, zenith tx2 taa, cook medical, in the distal. (B)(6) 2018. Another tevar was performed due to migration of the relay plus. Two endovascular grafts were implanted: zenith alpha, cook medical, zta-p-36-161-w1 was placed proximally to overlap the relay plus. (Henceforth zenith alpha-p. This product is considered defective.) Zenith alpha, cook medical, zta-p-30-155-w1 was placed in the distal (B)(6) 2022. A rupture of the aneurysm occurred at the site where the relay plus and the zenith alpha-p were implanted. It was presumed that the zenith alpha-p, which was facing the anterior wall (left side), became displaced together with the relay plus and resulted in the aneurysm rupture. Since there was no time to do open heart surgery, it was decided to perform another tevar using zenith alpha, zta-p-34-209-w1, from zone 0 and to implant a competitor's stent graft using chimney technique. However, the aneurysm ruptured again before those stent-grafts were inserted. While giving cardiac massage, the procedure was expedited and two stent-grafts were successfully placed. However, blood pressure did not recover and the patient died. Cook medical has contacted us and provided us with the information. The details will be confirmed with the hospital at a later date. Operation type: tevar (tc# (B)(4)). Patient outcome - "the patient died."